Event description:
The customer stated that the architect magnesium control results shifted down after changing to a new calibrator lot. The customer repeated one pt sample and the results shifted from 2.4 to 2.1 meq/l. No results were reported out of the lab with the quality control shift low. Results were reported after repeat calibration with old calibrator lot. The customer stated the maintenance was up to date, they checked the set points twice, inspected the mixers, and requested replacement lot of calibrator. A f/u with the customer confirmed that the new calibrator lot brought the quality control back in range and resolved the issue. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initital report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.